Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the additional device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred with two proglide devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following is corrected information. Reportedly, when the plunger was removed, a suture break occurred, with the second proglide device. Not a cuff miss as previously reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.